Event description:
It was reported by service report that the foot left siderail could not be latched in the upright position and there was no power to the bed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: blown 10a fuse. Siderail arm was broken at the metal casting.